Event description:
The patient's family member called lifescan and alleged that their pt meter would not power on. They reported that approximately 2 and 1/2 weeks ago the patient's meter stopped powering on. The patient was unable to test on their meter. After 2 to 3 days of not being able to test, they began to experience symptoms of high blood glucose (nausea, dry mouth, "brain not functioning properly", and difficulty standing. The patient was taken to the emergency room and their blood glucose was 694 mg/dl on the hospital meter. The patient was treated with insulin and their insulin dosage was increased. Since the hospital visit, the patient has been visiting their physician to test their blood glucose. The patient was using correct test strips, the battery contacts were in good condition, and the battery was installed correctly and less than 1 year old. Based on the information provided, there is evidence of a meter malfunction, and there is evidence of the meter malfunction, leading to a serious injury.